Event description:
Two viasys hfov circuit(high frequency oscillatory ventilator circuits)were defective at the connection near the control valve. It keeps slipping off, not staying sealed, like it should have been glued but was not. Neither circuit was connected to a patient, so there was not any harm. One was noticed after it had been in storage and the other one was found yesterday as it was getting checked prior to patient use as it would not pass calibration.